Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual examination found no issues. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow up MDR will be submitted following the plant's evaluation.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the cycler was alarming for patient line blockage and drain complications throughout treatment. During troubleshooting treatment records were reviewed. It was observed during drain 7 of 8 that the patient had a drain volume of 4,631 ml. The largest fill volume was 2,505 ml. The reported large drain of 4,631 ml was 185% of the expected drain volume which resulted in a reportable device malfunction. During follow up the patient's pd nurse reported the patient remained asymptomatic and did not report any pain or discomfort related to the event.